Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps instrument had chipping of the resin at the end of the instrument and a fragment fell into the patient. The fragments were retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment fall occurred during incision of the vaginal stump, while bipolar energy was being applied. There was no instrument collision. The wrist of the instrument was straightened upon removal. The fragments were retrieved by the assistant, and visual inspection confirmed all were collected. The fragment won't be returned as it was discarded. No post-operative test was performed, and no additional surgical procedure was required. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
The maryland bipolar forceps instrument was received and failure analysis found the instrument to have a broken molded insulator of the grip tips. A broken piece approximately 1.08 mm x 0.88 mm was missing and not returned with the instrument.